Event description:
A hemodialysis user facility has reported that a patient experienced an internal blood leak in the dialyzer during treatment. According to the clinic manager, the patient was not reinfused, the entire extracorporeal circuit was discarded. Estimated blood loss is 250ml. Patient tech stated two minutes into the treatment, the dialyzer leaked across the membrane inside the dialyzer, and no patient ill effects noted. There is no sample available for evaluation.